Manufacturer narrative:
It was reported that after transeptal access was gained, non-abbott wire was unintentionally pulled back into the right atrium and the septum was recrossed the second time. Upon pulling the wire back, a small 1 cm pericardial effusion was noted on echo. The procedure was continued and laa closure was performed after three partial recaptures. Also reported that a small possible thread like thrombus was seen at the proximal end screw of the amulet disc upon release of the device. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It is possible that the reported operational difficulties due to challenging anatomy (multiple deployment attempts) may have contributed to the observed pericardial effusion and possible thrombus, however this cannot be conclusively determined. The reported unexpected medical intervention is a result of case specific circumstance as additional heparin was given and possible thrombus appeared to resolve. There were no complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer torqvue 45x45 delivery sheath. The left atrial pressure at time of procedure was 12mmhg. After transeptal access was gained, the physician unintentionally pulled back non-abbott into the right atrium. When physician recrossed the septum the 2nd time, the non-abbott wire appeared to have been in the pericardial space per physician on fluoroscopic imaging. The physician was unable to see non-abbott wire on echocardiogram (echo) imaging. When the physician pulled back the non-abbott wire and checked for pericardial effusion, a small 1cm pericardial effusion was noted on echo. But the physician elected to proceed with procedure and laa closure was performed with 25mm amulet device after three partial recaptures. The physician mentioned the cause of non-abbott wire. Upon release of the device, intracardiac echocardiography (ice) showed a small possible thrombus was seen on amulet disc. The thrombus was short/small thread like at the proximal end screw of the amulet disc. Additional heparin was given and possible thrombus appeared to resolve. But pericardial effusion appeared unchanged. The patient was reported stable at the end of the procedure.